Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra has in the incorrect date/time. The complaint is classified based on the documentation of the customer care advocate (cca). The reported issue started four days prior, at around lunchtime. After the issue began, patient took their normal diabetes medication (1000 mg of metformin) and developed symptoms described as "shaky, stomach felt weak." The patient did not require medical intervention as result of the reported issue. During the troubleshooting session, the cca verified that the patient did recently change the settings through the meter/software and the issue was resolved with training. This complaint is being reported because the patient took her diabetes medication after the reported issue began and developed symptoms of "shaky and stomach felt weak." Replacement products were sent to the customer.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.